Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion error. Upon review it was found that the error was recorded due to a large number of magnet detections during a shoulder replacement procedure. Technical services (ts) recommended to reset error after the patient is recover. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) error. Upon review it was found that the error was recorded due to a large number of magnet detections during a shoulder replacement procedure. Technical services (ts) recommended to reset error after the patient is recover. Additional information was received which indicated that the patient was brought into clinic and the bd alert was reset. This s-ICD remains in service. No adverse patient effects were reported.